Manufacturer narrative:
The reported events for increased capture threshold and decreased sensing threshold were not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies except for damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, increased capture threshold and decreased sensing threshold were noted on the right ventricular (rv) lead. X-ray imaging was conducted but the cause of the event could not be confirmed. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.